Event description:
It was reported that the customer experienced low blood glucose. Customer stated that the insulin pump was not working properly due to when he enters the carb it shows 0.0 instead of 0 grams. Customer's blood glucose was 30 mg/dl. Customer stated that he passed out and his friend gave him orange juice and cookies. Customer stated the settings and the carb units were set to exchange. Customer stated that he felt he was overdosed on insulin because of this change. The customer was advised that he could have called the helpline for assistance in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.